Event description:
A customer reported that the central station (cic) did not provide an asystole alarm for a patient. This was the only alarm/patient reportedly affected. The customer was in front of the central station at the time and witnessed the arrhythmia. No patient injury was reported. A ge field service engineer (fse) performed arrhythmia simulations on the device and detected no problems. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.